Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a check clutch plunger level error. The pump was not being used on a patient at the time of the event.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump showed the pump was in good condition and did not have any external damage. The tamper sticker of the pump was intact. A review of the event history log showed that there was a check clutch/plunger lever error. Functional testing involved a flow test, which replicated the reported issue. It was determined that the issue was caused by a loose leadscrew nut, which did not meet factory specifications. Based on the evidence, the root cause of the issue was unable to be determined.